Manufacturer narrative:
Correction information. G4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: customer reported suction channel blocked. The customer stated there were no patient/user injuries, adverse events, delay or medical intervention reported. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the air/water nozzle worn out, the operation channel resistance, the insertion flexible tube (ift) lump/wave, the light guide cable buckled, the objective lens unit dirty, and the lg root brace rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of a "blocked suction channel" involving pentax medical colonoscope model ec38-i10l, (B)(4). The event was observed in the operating room during use. The customer stated there were no patient/user injuries, adverse events, delay or medical intervention reported. The customer owned endoscope was received by pentax medical for evaluation on 21-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint as the primary operational channel had resistance at the proximal end near the root brace as well as an insertion tube lump at the end of the root brace. The technician documented the following inspection findings: primary operation channel resistance, residue on objective lens, umbilical cable buckle at umbilical connector side, insertion tube lump at end of root brace, customer complaint confirmed, air/ water nozzle glue worn, image mild blurry/foggy, primary channel resistance at proximal end near root brace. The device underwent repairs including the following components: o-rings and seals, light guide cable, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, angle wire, operation channel, x-ring(1.8x19.6) gray, root brace rubber lg body. The endoscope was repaired and approved by final qc on 18-nov-2021 and is pending delivery to the customer. Model ec38-i10l, (B)(4) has been routinely serviced at a pentax facility since the device was put into service.